Manufacturer narrative:
The customer reported that one sample will be made available for investigation. The sample is currently in transit to the manufacturing site for analysis. If significant info is identified from the sample analysis, a summary will be provided in a supplemental report.

Event description:
The company received a report of a leak but the source of the leak could not be identified, but it resulted in problems with inflating/deflating the cuff. The caller reported two occurrences on one pt. The end clinician extubated the pt upon observation of the reported deficiencies.